Event description:
It was reported that one of the implantable neurostimulators (ins) did not work. The patient had no stimulation sensation from their left side ins. Impedance testing came back normal for both inss. Every single contact lit up on the left side 1x4 lead at 10.5v and different polarities. It was noted that at replacement surgery ((B)(6) 2012) x-rays showed that all leads were okay. Additional x-rays were performed on (B)(6) 2012 and showed that one of the leads had come out of the epidural space completely. Subsequent information reported indicated that the lead was pulled out of the neck during surgery and the health care provider disconnected it [from the ins]. It was verified that both inss were fine and that the lead was the issue. The patient was scheduled for a lead revision on (B)(6) 2012. Patient has a follow-up appointment set for (B)(6) 2012. It was noted that the patient was on suicide watch from (B)(6) 2012 and then was released. Emotionally, the patient is much better after getting diagnostic analysis. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information: patient had a lead revision. As of follow-up appointment on (B)(6) 2012 the patient was still working on getting coverage. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 399930, lot # v173396, product type lead; product ID 3999, lot # j0546605v, product type lead; product ID 3999, lot # j0546605v, product type lead; product ID 3887-33, lot # v155239, product type lead; product ID 37754, serial # (B)(4), product type recharger, product ID; 37744 lot# serial# (B)(4), implanted: explanted: product type programmer; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708240, serial # (B)(4), product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-29, lot # n267539, product type accessory.